Manufacturer narrative:
The device was returned for evaluation. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or the reported high bg (blood glucose) levels. The received device had the cannula assembly fully deployed. Device data showed alarm, indicating a communication error. No defects were found that would cause a communication error. Although no abnormalities were observed, a root cause for the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. Insulet cannot confirm if the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod for longer than 48 hours. Patient¿s mother stated the cannula dislodged from the infusion site (arm). As treatment, they gave boluses and eventually a new pod was applied and patient¿s bg levels came down. Patient¿s history: 8:37am 102 mg/dl, 12:10pm 240 mg/dl , 4:30pm 371 mg/dl (bolus 1u; she did not say if it was mdi or through the pdm) , 8:15pm high (exceeded 500 mg/dl) and pod was changed , after the pod change, went down to 382 mg/dl, 377mg/dl, 370mg/dl, 354mg/dl, 380-400mg/dl after eating.